Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist of the sureform 45 stapler instrument was not easy to control. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform stapler 45 instrument was analyzed and could not replicate nor confirmed the reported complaint. A visual inspection displayed no signs of physical damage. The instrument channel sprang back open when in the unclamped state. The instrument was placed on an in-house system and found to fail the engagement test on 3 of 3 attempts. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following. An error code 22020 was displayed, with parameter indicating that the roll hard-stop verification checks failed. A review of the logs was unable to verify any failures. The instrument could not be tested for motion-related issues due to the engagement failure. An additional visual inspection found light corrosion on the rotor gear.